Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) had a loose set screw causing the right ventricular (rv) lead to exhibit high thresholds, loss of capture and undefined impedance. The device was revised and the device and lead remain in use. No patient complications have been reported as a result of this event.